Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a respiratory failure and was intubated for 9 days. On (B)(6) 2025, the patient was found to have a bacterial lung infection and was treated with drug therapy only. On (B)(6) 2025, the patient had a respiratory failure and was intubated for 9 days. The cause was determined to be due to complexity of medical management. Association of the event with the device was considered to be unlikely but it could not be ruled out.

Manufacturer narrative:
This event was determined to be a supplemental information to MFR# 2916596-2025-02147. The investigational findings will be reported under that event.